Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. The area is bumpy, red and itchy with peeling skin but no blood or liquid. There was no alleged device malfunction contributing to the irritation. Patient was prescribed creams and powders by a physician. Follow up indicated that the powder has helped improve the skin irritation.